Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 550cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The patient also experienced breast pain, burning and discomfort on the right side. The ruptures were confirmed with a mammogram. As a result, the patient underwent bilateral device removal and replacement with competitor products (allergan) on (B)(6) 2020. This report is for the patient's left-sided device.